Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were not intact. The device was cracked on top case, right plunger case and bottom case. The technician performed power up process and syringe test. The technician was unable to duplicate the screen malfunction. No problem was found on liquid crystal display. The technician was unable to open the 2 flippers for grapping the syringe plunger due to flippers and plunger levers were stuck. The root cause tor the reported issues were found to be no problem for the screen malfunction and contamination was found inside plunger assembly. The user was responsible for the contamination. Repair was not needed for screen malfunction due to no problem found. Replaced the whole plunger assembly, plunger cable and plunger tube.

Event description:
It was reported that the screen was malfunctioning and the grabber part at the end of the syringe was not working. No patient injury was reported.